Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: investigation revealed moisture in the battery compartment. The battery compartment was observed to be cracked. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was no further evidence of moisture found. The returned battery cap was used to complete testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.